Event description:
Per the clinic, the patient experienced poor performance with the device, sudden hearing loss tinnitus and significant body imbalance. The patient was subsequently treated with steroid and diuretic therapy. The hearing loss was accompanied by dizziness lasting several hours, which resolved approximately 24 hours after treatment was initiated. A repeat audiogram reportedly demonstrated improvement in hearing. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.